Manufacturer narrative:
Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with scratched case and pillowing keypad overlay.

Event description:
Customer reported via phone call that she was hospitalized for high blood glucose. Customer's blood glucose was almost 600 mg/dl. Customer was not wearing the device for less than 48 hours prior to the hospitalization. Customer declined troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.